Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had appointments on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. Pump medication was increased to resolve the increased pain. The increase in pain had not been resolved. Surgery was required for the patient's other disc. In regards to the pump not operating as it should, the patient reported MRI showed compression to the spinal cord. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration) 1.0 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported the patient just had back surgery near where the pump was implanted. It was confirmed the surgery was unrelated to the pump. The patient was experiencing more pain then she has been in. The patient was concerned the pump was not operating as it should. No out of box failure and no medical or therapy problem associated with small parts. No further complications were reported.